Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging that the animas insulin is giving multiple losses of prime warnings. The patient feels that her blood glucose reading was elevated from 150-500 mg/dl overnight since she could not hear the alarm. She reportedly developed symptoms of headaches, nauseous, and hot flashes. There was no damage or moisture to the pump. The patient changed the infusion set every 2-3 days. There was no product malfunction associated with the reported issue. This complaint is being reported because the patient had elevated blood glucose reading of 500 mg/dl after she did not hear the alarm for loss of prime warnings during the night.